Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer knows that she is high because she has not entered tht correct setting on her pump. The customer was assisted in logging to carelink, reset her password and locate devices settings report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.